Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the reported foreign material clogging the nozzle could not be identified and the root cause of the issue could not be determined, as there was no device deformation that could result in the retention of foreign material and no additional event/device reprocessing information was reported or available. The event may be detected by following the instructions for use sections below: ¿- inspection of the endoscopic system¿ ¿- inspection of the endoscope: inspect the external surface of the entire insertion section including the bending section and the distal end for dents, bulges, swelling, scratches, peeling of coating, holes, sagging, transformation, bends, adhesion of foreign bodies, missing parts, protruding objects, or other irregularities¿. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was returned to an olympus repair facility. And an evaluation of the device confirmed the customer allegations ¿air valve malfunction, not inflating¿. No air water flow was detected during inspection; due to clogged nozzle. There were few additional findings. The labels on the device were peeling, the switch button 1 had a cut, the insulation resistance value between distal end and connector was out of specification, the angulation was low, the control knobs exhibited play in the up/down direction, the distal end cover had dents. The objective lens had minor chipping and scratches, the light guide lens and adhesive of the bending section cover was cracked, the insertion tube boot was torn, the control body was missing the grip plate, the light guide tube boot on the scope connector side was cut, and the metal was exposed. Minor dents and peeling was noted on the scope connector. The investigation is ongoing. And follow up with the user facility is currently being performed. A supplemental report will be submitted upon completion of the investigation.

Event description:
The customer reported to olympus, the evis exera ii gastrointestinal videoscope exhibited air valve malfunction and was not inflating air. The device was returned. And an inspection and testing of the returned unit revealed, the nozzle of the device was clogged with foreign material. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation. There were no reports of patient or user harm associated with this event.